Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v109711, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that some of the bipolar pairs, specifically pairs with electrode 3 had impedances that measured greater than 4,000 ohms. When programming with electrode 3, the patient felt no stimulation. The patient felt stimulation on bipolar pair 2-0 for about 5-10 seconds and then it would fade and disappear. Other combinations would yield the same result. It was noted that stimulation would be at 2.6v, which was considered a ¿strong¿ setting, but stimulation would fade to nothing. It was added the patient was receiving therapeutic benefit from implant until (B)(6) 2013. The patient inadvertently turned stimulation off in march and left it off until june. The implantable neurostimulator (ins) was turned back on at that point and the patient was not getting therapeutic benefit. When the patient felt stimulation, it would be felt in the vaginal area. They did not feel stimulation around the ins. There were no known accidents/traumas reported in relation to the event. No issues with the pocket were noted. About four days later, it was indicated the patient was to have a revision. Longevity showed 93-100 months, likely due to the high impedance previously reported. Additional information has been requested, a follow up report will be sent if additional information is received.